Event description:
The catheter knotted, kinked, and looped within the right femoral artery. Surgery retrieval of the catheter and vascular repair were performed. A 300 cm guidewire was then introduced via the left femoral artery in an attempt to snare and unknot the catheter. This was unsuccessful. Surgical retrieval and vascular repair of the vessel were performed, utilizing a "vein" patch angioplasty with excellent results. There were no other reports of pt injury or complications and the case was completed without further incident.